Event description:
It was reported that the programmer "frequently" overheated and then generated a "grave" error. The programmer was returned for service. Follow-up determined that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer passed all functional testing. Power cord door is damaged (broken tab). Keyboard cable breaking away from the connector.

Event description:
It was reported that the programmer "frequently" overheated and then generated a "grave" error. The programmer was returned for service. Follow-up determined that there were no patient complications reported as a result of this event.